Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-12990 serial/batch number unk was received for investigation. Functional testing of the complaint ar-12990 and a good known ar-12990n, an found that the needle cannot be fully inserted and gets stuck inside the shaft of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/02/2024, a sales representative reported via sems-06677568 that an ar-12990 knee scorpion did not fire properly in a case, and then the knee scorpion needle broke within the device. They were not able to remove the needle from the device. The patient was not injured as a result of the product malfunction, but the procedure could not be completed. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 10/07/2024: this was discovered during a meniscal root repair procedure on (B)(6) 2024. The rep stated that the patient experienced adverse effects from this complication as the patient must undergo a second surgery because the implant (sutureloc) could not be passed through the root tissue without the knee scorpion and that they were at a rural account that did not have any other equipment that would facilitate completion of the procedure or no alternative method available to complete the procedure and therefor was abandoned entirely. The revision procedure is scheduled for (B)(6) 2024.